Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation and on-site evaluation, the video cable was defective, and the phenomenon did not occur after the cable was replaced. Therefore, the likely cause of the phenomenon ¿image was intermittently output¿ was the connection failure of the video cable or the faulty video cable unit. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The rep discovered this issue while at the facility. She quickly realized that the cabling was going to be a challenge and requested the aid of her field service engineer (fse). The fse examined the cart and found a bad cable leading to the monitor. He replaced the cable with another one, and re-cabled the whole cart as to make future cabling issues less likely to occur. Following the re-cabling, the fse tested the system by viewing an image on the cart monitor and unit was functioning properly. At this time, the device is not scheduled for return. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
While at the user facility, an olympus representative (rep) noticed that the evis exera iii video system center was producing an intermittent image. Per the rep, this was not noted during a procedure, and there was no patient involvement.